Event description:
It was reported to boston scientific corporation that a resolution clip device was to be used during a colonoscopy procedure, performed on (B)(6) 2013. According to the complainant, after applying the clip at the target site within the descending colon, the clip could not be reopened. The clip was then deployed but would not detach from the catheter. The clip was then removed with the delivery catheter, and the procedure was completed with another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.